Event description:
It was reported that during service, the cardiosave intra-aortic balloon pump (iabp) will not turn on. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions),h10. It was reported that the cardiosave intra aortic balloon pump had power up - failure. There was no patient involved or adverse event reported. A getinge field safety engineer (fse) installed pcba power management board to resolve the issue. The product passed all functional/safety testing. The failure analysis and testing dept. Received part with a reported unit failure of the iabp not powering on due to a short on the board. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Confirmed the unit would not boot up. This part is obsolete and not able to be tested by a supplier. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq.